Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported patient went to walmart and their stimulator was "knocked off", therapy stopped and no longer kept them from shaking because they went through the automatic doors at walmart. Caller said they were trying to turn it back on but when they got to the 3rd step it never would do what it was supposed to do. Caller said they went to the doctor, the doctor turned their therapy back on with the doctor's device and it was charged, the patient regularly charges it. Caller said the doctor tried to use the patient's communicator but couldn't and told them it wasn't working and to call medtronic. Caller was not with the patient at the time of the call. Caller will call back when they are with the equipment and the patient. During the call caller also mentioned a lot of his patients, when they go through the doors at walmart, it gets "knocked off." Patient rep called back with the equipment and the patient. Instructed to power off the communicator and power back on. Had the caller toggle the bluetooth off and on. The bluetooth would not connect on the communicator. The blue light was constantly blinking blue it would not turn solid blue. They were getting the message not found. Sent message to repair to replace communicator. Caller mentioned patient has a little dementia.